Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case involves a (B)(6) year old male end user who while using the speedicath catheter was diagnosed with a bad urinary tract infection which developed into sepsis requiring hospitalization. The end user is awaiting a possible operation for treatment. No additional information was provided.